Event description:
A malfunction event involving a pump was reported. The customer declined to disclose whether the issue caused their blood glucose level to exceed 500 mg/dl, and there is no available information about their blood glucose level at the time of the event. The pump, which was confirmed to be within warranty, was replaced, and the customer was informed about the replacement. The customer did not provide details on their backup insulin therapy but was instructed to return the malfunctioning pump to tandem using a pre-paid label and return box.